Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with scratches and cracks found on lcd lens screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log was not downloaded. To further investigate, a functional test was performed. Customer problem was not duplicated; device passed the occlusion pressure test. Investigators recommended a full standard preventative maintenance including calibration.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited "constant upstream occlusion warning during volume accuracy test". No patient injury reported.